Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was a venotomy closure of the common femoral vein using a proglide after an ablation procedure using a 7fr sheath. Another proglide device was used to achieve hemostasis. A femoral angiogram was not taken. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code 2017 clarifier: failure to follow steps/instructions the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no femoral angiogram or other imaging was taken prior to the procedure. It should be noted the electronic proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the eifu contributed to the reported difficulties. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a cuff miss [suture retrieval issue] occurred with a proglide device relative to an unspecified procedure. No additional information was provided at this time.